Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open, and user was tried to recover storage space but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) observed that the main full-height drawer 5 displayed a failed to stay closed message. Upon troubleshooting, the fse noticed that the magnet was missing from the latch. A new latch was installed, and the drawer began functioning properly. The customer verified the drawer's functionality using the pyxis application. The system functioned as intended after the field service engineer repaired the device.